Event description:
It was reported that an asymptomatic patient presented for an atrial lead change out. The new lead was found to be sensing r-waves during a post-procedure check on the same day, indicative of a dislodgement. The dislodgement was confirmed with a fluoroscopy. Physician reopened the pocket to successfully reposition the lead. Patient was stable after the event.